Event description:
It was reported that during an iliac percutaneous transluminal angioplasty treatment procedure, balloon deflation and removal difficulties occurred. The lesion being treated was a non-calcified, 80% stenotic, de novo lesion. The vessel was not tortuous. The lesion was not predilated. The physician delivered the express-biliary ld premounted 7.0x60x135 cm stent to the iliac lesion, inflated the delivery balloon, and successfully deployed the stent. The stent delivery balloon was inflated one time, to 8 atms for 2 minutes. When attempting to deflate the delivery balloon, however, the balloon would not fully deflate and subsequently became stuck in the tip of the introducer sheath. The physician pulled negative three times in an attempt to fully deflate the balloon. The physician pulled the introducer sheath and the partially inflated stent delivery balloon out of the patient's body as a unit, and the case was successfully completed. The patient remained asymptomatic during this event. The stent delivery balloon was removed from the patient in an intact condition. There was no patient complications. Patient status is reported as "fine."